Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, the valve ¿became stuck¿ in the esheath during advancement.  The delivery system and esheath were removed and replaced.  The second delivery system successfully passed through the esheath and the valve was able to be deployed with good results and no paravalvular leak.  Post deployment, peripheral angiogram revealed an external iliac perforation, which was closed with a covered stent.  The patient was stable at the conclusion of the case.   Additional information provided confirmed no abnormalities were noted with the esheath prior to use.  The loader was able to be fully inserted into the sheath/sheath housing.  The esheath was inserted at a steep angle and the resistance was felt "midway up". It is perceived that the valve became stuck in the esheath due to steep insertion angle of the esheath.   The patient¿s minimum luminal diameter (mld) measured 6mm and the vessels were indicated to be mildly tortuous and mildly calcified.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure.    According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur.   The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices.   The esheath was not returned to edwards for evaluation as it was discarded by the site.  No relevant imagery of the event was provided.    The device underwent multiple 100% inspections during manufacturing that would have detected issues related to this failure mode if they were present during manufacturing.  During final assembly, the esheath shaft components were 100% inspected using 3x magnification for the following: wrinkles, kinks, bends, mechanical damage, surface defects, protruding or missing material, dents, cuts, cross linking of hdpe across liner, holes or tears on the strain relief, large delamination, witness lines with exposed liner, stress line(s) on the liner, remnant lines (white lines), seam separation, notches on the bottom side of the liner when holding the housing in the left hand, no c-marker band present, serrated transition, holes, or rough surface of tears in the tip.  Additionally the esheath shaft components were visually inspected for flash and excess material using 10x magnification.  The components were rejected if excess material/flash was seen after removal.  The esheath final assemblies were then 100% visually inspected by manufacturing and quality.  During product verification (pv) testing, each lot underwent inspections/tests on a sampling plan.  The inspections during the manufacturing process support that it is unlikely that a manufacturing nonconformance contributed to the reported event.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    Due to the device and photos not being returned for evaluation, the complaint for sheath resistance with delivery system was unable to be confirmed.  Without the device being returned for evaluation, additional visual, dimensional, and/or functional testing could not be performed, and therefore a presence of manufacturing nonconformance could not be determined.  A review of the complaint history and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the esheath was the source of the complaint.  As noted in the training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿.  Calcification in the access vessel can interact with the sheath and delivery system during insertion, creating additional resistance. Tortuosity can create a difficult pathway for advancement of the delivery system.  As noted in the report, the patient had mild tortuosity and calcification in the access vessels.  Additionally, it was noted that ¿the esheath was inserted at a steep angle.¿  a steep insertion angle can create sub-optimal angles for delivery system advancement as well.  Other procedural factors such as improper wetting of devices, incomplete or misaligned valve crimping, and incomplete advancement of the loader can also result in difficulty advancing the delivery system through the sheath.  Additionally, procedural factors such as excessive handling of the device during prep (or insertion), not fully inserting into the access vessel per IFU/training, valve crimping technique, and residual fluid in the delivery system balloon could increase insertion forces through the sheath. A definitive root cause could not be determined at this time, however, available information indicates that patient and/or procedural factors may have contributed to the complaint.   Per report, the esheath information (model number, size and lot number) was not available. The minimum required vessel diameter for a 14f esheath is 5.5mm and for a 16fr esheath is 6.0mm. In this case, the cause of the external iliac artery perforation cannot be confirmed. However, as reported, the patient access vessel mld measured 6.0mm, with mild tortuosity and mild calcification.  It is possible that it was related to procedural factors (device manipulation due to valve getting stuck in sheath) in combination with patient factors, may have caused or contributed to the event. There may have been some vessel calcification and/or tortuosity not appreciable on imaging that could have contributed to the event.    No manufacturing or IFU/training inadequacies were identified.  A definitive root cause was unable to be determined, but it is likely patient/procedural factors contributed to the reported event.  Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for this trend category.  Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.